Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h10. Vyaire medical was unable to confirm the issue - a patient incident on the unit. Ltv unit has no failure to report. Unit was tested and found to operate to specifications. The event trace review found the ventilator operated according to specification.

Manufacturer narrative:
H3:02-the suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
It was reported to vyaire medical that a patient incident has occurred on the ltv 1150 ventilator. There is no information on the details of the incident itself and regarding patient harm or injury associated with the reported event.